Event description:
Libre 3 (not currently in the recall scope) giving high off glucose readings (ex. Sensor reading: 300+ vs finger reading: 163). I called abbott to report the situation just to be advised that off numbers happens and to give them a call once I check again for off readings in order to issue a replacement. The sensor lot in question is: t60002167.